Manufacturer narrative:
The report that the ketamine infusion bag was found empty after 2 hours was not confirmed in the log. The customer did not return the source pump module for this investigation. The pcu event log and the dataset were provided. The customer¿s statement ¿a broken part in the pump was identified that placed pressure against the tubing to control the rate/flow of medication delivered¿ was believed to be the platen assembly. Since the device was not returned, and no picture provided, this cannot be confirmed. The review of the pcu event log identified an infusion of ketamine (drug ID 275) on (B)(6) 2019. The logs did not identify any obvious programming errors. The source pump module infused the medication ketamine for approximately 1.5 hours. The source device was then channeled off. During the ketamine infusion there were no alarms. The infusion never received any titration dose changes. The customer did not return the incident administration set for this investigation. The root cause was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "ketamine infusion IV through alaris pump infused over a 2 hour period pump was programmed correctly pt developed hypotension that resolved quickly without intervention pump was found to have a broken part in the channel which would have regulated the flow rate FDA safety report ID# (B)(4)." The customer reported on 6-20-19 at 1107 an infusion was initiated via peripheral IV , ketamine (500 ml) programmed at 0.05 mg/kg/hr, and titrated from 0.05mg/kg/hr to 2 mg/kg/hr (rate: 3.2ml/hr ¿ 128.8 ml/hr.) .approximately 2hrs after the start of the infusion, the rn noticed that device alarmed and found the bag emptied, there was no leaks noted. The rn stated that the patient blood pressures recorded on the ehr pre event /post were: 123/89 (1100), 128/86 (1130), 110/81 (1152), 100/83 (1200), 148/91 (1230), 111/79 (1300), 116/72 (1330). Other infusions at the time of the event; sodium bicarbonate 150 meq/d5w 1000 ml infusion at 150 ml/hr. And norepinephrine 4,000 mcg/ d5w 250 ml infusion 1.9 ¿ 112.5 ml/hr. After inspection by biomed, a broken part in the pump was identified that placed pressure against the tubing to control the rate/flow of medication delivered. The customer felt this was the cause of the over infusion event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "ketamine infusion IV through alaris pump infused over a 2 hour period pump was programmed correctly pt developed hypotension that resolved quickly without intervention pump was found to have a broken part in the channel which would have regulated the flow rate FDA safety report ID# (B)(4)." The customer reported a ketamine (500 ml) infusion initiated at 0.05 mg/kg/hr, and titrated from 0.05mg/kg/hr to 2 mg/kg/hr (rate: 3.2ml/hr ¿ 128.8 ml/hr.) Infused too rapidly and finished earlier than expected. The pump was verified to be programmed correctly, and there were no alarms, however the IV bag was noted to be empty. After inspection by biomed, a broken part in the pump was identified that placed pressure against the tubing to control the rate/flow of medication delivered. The customer felt this was the cause of the over infusion event.